Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint could not be confirmed. Visual evaluation identified that the device functioned as intended without the needle. Additionally, the needle was not returned with the device and, therefore, cannot be functionally tested (images 1-2). No problem found.

Event description:
It was reported that the function of the scorpion is guaranteed as long as no needle is inserted. As soon as the needle is in the scorpion, the function is not given, but is impaired. There was no harm or adverse event for patient, operator or third party reported. No further information received.